Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer received a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 26549c, reader sn (B)(6)). Repeat cue covid-19 test(s) performed on (B)(6) 2023 and (B)(6) 2023 provided negative results. On (B)(6) 2023, customer tested negative with flowflex and binaxnow rapid antigen tests. Customer also states they tested negative with a sars-cov-2 pcr test on an unknown date. The customer has a raspy throat due to being at a concert the weekend prior but no other symptoms. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reports receiving potential false positive results for three individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive result for individual 2. See (B)(4) for alternate false positive results. Individual 2: customer reports individual received a potential false positive result on 25-apr-2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn 34741163, lot 19445b, reader sn (B)(4). Individual tested negative with a confirmatory pcr (unknown date, brand/manufacturer not provided). Individual had no known exposure